Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with no notable events leading up to the occurrence. There was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the last 24 hours, so technical support provided reset instructions and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any future malfunction codes appeared. The customer acknowledged and understood the instructions.